Manufacturer narrative:
The tech adjusted the bed and found it functioning properly.

Event description:
The account stated the head part of the bed is rising by itself. The pt said her son fixed the bed.